Manufacturer narrative:
This is an initial report. A follow-up report will be submitted upon investigation completion.

Event description:
Erroneous high creatinine results (above 5 mg/dl) were identified on three patient samples measured on gem premier chemstat on (B)(6) 2025. No patient impact reported.

Manufacturer narrative:
Data review identified that the gem premier chemstat pak (s/n (B)(6)) was installed on (B)(6) 2025. Data review concluded the gem premier chemstat pak creatinine sensor was performing to claims and within our on-board intelligent quality management (iqm) limits (with acceptable slopes, drifts, cvp recovery, and sensor mv baseline stability. Furthermore, no transient fluidic or electrical issue were identified during sample measurements. The reviewed gem pak data did not indicate any systematic issue in the pak to account for the questioned creatinine results. The manufacturing records were reviewed for the gem premier chemstat (serial #: (B)(6)) which demonstrated that the cartridge was found to pass all manufacturing and qa specifications. A review of the complaint database reveals there is no trend excursion pertaining to the reported failure mode. The service history records were reviewed for the gem premier chemstat (serial #: (B)(6)) which demonstrated that the instrument does not have a history of related malfunctions. The test results submitted by the customer were reviewed. The elevated creatinine samples customer reported were identified as sample ID#s in question were analyzed between 30-32 hours cartridge age on (B)(6) 2025. Investigator noted the first sample ((B)(6) 2025 00:10:08); creatinine results jumped to excessive high level and subsequent two samples were also elevated. Suspected interferent substance compromised the interference rejecting function of the creatinine sensor temporarily. However, a root cause of the high creatinine results could not be conclusively determined. There was no patient impact. As a result, the complaint was closed, and no remedial action was deemed necessary.